Event description:
It is alleged that, "during the summer of 2004, the patient underwent a total hip replacement surgery performed at the hospital." It is further alleged that, "thereafter, the patient complained of noises coming from her right hip in the form of squeaking and/or creaking, and experienced pain in the hip.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.